Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was not feeling well, she was vomiting. Patient did not perform a blood glucose test at this time. But patient took herself to the hospital. Patient was admitted to hospital and diagnosed with ketoacidosis on (B)(6) 2016. Patient is still in the hospital. Blood glucose reading at the hospital was 477 mg/dl and was obtained from hospital's meter. Patient did not provide the treatment received at the hospital. Prior to the hospitalization, the pump had displayed e-4, occlusion error indicating there was a blockage and insulin was not being delivered. Patient took no action regarding this blockage. The infusion device was requested to be returned for product evaluation.